Event description:
It was reported that the device self test and found that the force sensor output did not change when the dac offset voltage was changed. No patient injury was reported.

Manufacturer narrative:
D5: unknonwn. E4: unknown. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Additional information received on 01-sep-2022 via email and attached to complaint object: date of the event: 02-24-2022; it is unknown if the reported event occured during patient use. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the top case was cracked front corners, the right plunger case was damaged. The customer stated problem was duplicated. Replaced main board and plunger cable. Replaced force sensor and plunger board as preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record., corrected data: d4: correction: model number: 4000.